Manufacturer narrative:
This event is recorded by zimmer biomet (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device was not pulling graft like normal. There was no patient impact. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11 complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the device was not cutting properly. The motor rpms were noisy but within specifications, the spring seal and reciprocating arm were damaged, the control bar, adjustment cams, spring pin, and dowel pins were out of position. The screws, reciprocating arm, motor, swivel, dowel pins, planetary carrier, ring gear, planetary gears, wave washer, bearings, bearing spacer, hinge throttle gasket, poppet spring, nut bearing lock, screw seal, retaining ring, and spring seal were replaced and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.